Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. On (B)(6) 2015 review of the ECG revealed the pulse generator exhibited crosstalk. The physician reprogrammed the device and kept the patient in the hospital to be monitored. The patient no longer experienced syncope and was doing well. The device resumed normal function and the patient was discharged on (B)(6).